Event description:
During hip revision surgery performed on (B)(6) 2026 while utilizing the revision - neck reamer (product code 9038.10.620, lot number not provided), the surgeon was unable to sufficiently ream as intended without putting significant force through the reamer and clearing out the surrounding bone with larger stem reamers due to how blunt the instrument was. Prolonged surgical time (15-30 min) and surgeon had to apply a significant amount of pressure/force to utilize the item which could have resulted in fracture as well as use alternative instruments to achieve the desired result. Patient is female, 69 years old. Event happened in australia.

Manufacturer narrative:
We will submit a final MDR when the investigation is complete.